Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having pain in a lot of different areas and had an MRI done. The patient turned their stimulation off for the MRI and when they turned it back on afterwards the stimulation felt different and they had been nauseous. The next day the patient reported that their back was hurting really bad and that they wanted to use their programmer but they were getting poor communication. Repositioning the antenna did not resolve the issue. The patient was assisted in syncing with the ins and the stimulation was at 3.1v with stim on. The patient wanted to leave stimulation where it was. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the pain prior to the MRI was (B)(6) and a fall. The cause of the change in the stimulation was a reset unit. The patient said that their pain and nausea had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.